Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. It was further reported that the this surgery occurred due to inflation issues. The patient stated that he has previously been unable to inflate the device, but then later the device started working. But now the pump stays flat and he can only expand by pushing the deflate button. The physician examined the patient and device, and observed the cylinders were in a good position. Upon inflating the device the pump stays flat and almost sticks briefly.